Event description:
Procedure type: gynecology. According to the reporter: sacrospinous procedure. Endostitch with polysorb reload. First stitch ok. Second one needle snapped in half so that half stayed in the sacrospinous ligament and half came out. Have contacted the surgeon but have not had the chance to speak to her directly yet but spoke to the scrub nurse. Patient focused resolution of events and outcomes corrective action taken relevant to the care of the patient: surgeon could not find the piece of metal needle patient there was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).